Event description:
The distributor reported that the device logged error code 9c19 (th_error_htest_short_se).

Manufacturer narrative:
After replacing the device therapy pcb assembly, proper operation was confirmed. The returned therapy pcb assembly was evaluated by the failure analysis center. The root cause of the reported problem was determined to be due to a shorted h-bridge diode, cr30. The component was shorted from leg 5 to leg 9. A failure of this component could cause a failure to deliver defibrillation energy or a failure to deliver the appropriate energy.